Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (monocryl suture, prolene suture) involved caused and/or contributed to the post-operative complications (wound infection) described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: jpras open 25 (2020) 40¿45 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: "title: true occipital artery aneurysm: a surgical case report and literature review" authors: george lafford, olivia sharp, anais rosich-medina citation: jpras open 25 (2020) 40¿45 https://doi.org/10.1016/j.jpra.2020.05.005. The aim of the authors is to present a rare case of a (B)(6) male with a true occipital artery aneurysm associated with alopecia areata. This case report included the presentation, investigation and management. A (B)(6) male had three-month history of an enlarging, non-tender, subcutaneous swelling overlying the right occipital protuberance and a larger well-defined area of alopecia areata encircled the swelling (predated it by two years). Physical examination revealed a pulsatile 2 ×2 cm mobile subcutaneous mass and a 15 ×12 cm focal area of hair loss (alopecia areata). Ultrasound scan demonstrated an aneurysmal dilatation of the right occipital artery measuring 11 mm ×20 mm. Excision of the aneurysm was performed. The wound was closed with 3¿0 monocryl and 4¿0 prolene sutures. He developed a local wound infection that was successfully treated with oral antibiotics. In conclusion, the authors hypothesize that the localized alopecia areata may be a pressure effect leading to local tissue hypoxia and hair loss. Careful clinical examination by assessing whether a subcutaneous mass is pulsatile can help to avoid misdiagnosis and mismanagement.